Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during programming follow up, it was found that the implantable pulse generator (ipg) battery depleted prematurely. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.